Event description:
Customer reportedly obtained results of 214mg/dl, 315mg/dl, 154mg/dl, 191mg/dl, and 140mg/dl on the accu-chek compact plus system. Customer reports additional comparison with results of 349mg/dl, 140mg/dl, 292mg/dl, and 168mg/dl on accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.